Event description:
It was reported that a perforation occurred in the myocardium near the right inferior pulmonary vein while mapping in the left atrium. A pericardial effusion was discovered by echocardiography, and pericardiocentesis was done. Attempts were made to obtain more information from the customer, however no additional information could be obtained to date.

Manufacturer narrative:
This reference number is related to another manufacturer.